Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. High purge pressure: data logs were reviewed and on day of reported issue, a step up in motor current with a small spike in pump speed and an increase in purge pressure of 2 minutes and drop in purge flow was observed. Pump flow became fully saturated after step up in motor current. Purge pressure remained high for approximately 3 hours before slowly resolving. Clinical details noted that no kinks were present in purge line and lysis was added to the purge and resolved the issue. The cause of the high purge pressure was most likely biomaterial ingestion based on returned data log analysis and clinical details. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. B1 adverse event selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30447. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30447. B5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30447. H1 type of event was erroneously selected on the initial manufacturer device report number 1220648-2025-30447. H6 health effect - clinical code 4582 and health effect - impact code 2199 was erroneously entered on the initial manufacturer device report number 1220648-2025-30447.

Event description:
It was reported that the patient expired while on support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a patient was on impella 5.5 support. During support, high purge pressure was observed. A lysis protocol was initiated and tissue plasminogen activator was added to the purge solution. The patient remained on impella support.